Event description:
The customer reported that during use of this footswitch, the shaver handpiece would run on its own when the footswitch cord came in contact with it. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the footswitch was received for evaluation and the reported problem was confirmed. The footswitch cable was noted to be damaged and when the cable was manipulated, the handpiece would operate intermittently on its own. The instruction manual supplied with this device, warns the user to: a) handle all equipment carefully. If any equipment is dropped or damaged in any way, return it immediately for service. B) do not excessively bend or kink the instrument/handpiece cord. C) always inspect cords for signs of excessive wear or damage. If wear or damage is found, discontinue use and replace immediately. Conmed linvatec will continue to monitor this product for failures.